Event description:
Customer reported having a critical patient who required central line access. The physician attempted in the bilateral groins and used three central line kits in the process. Another physician also made three attempts with the kits and it is reported the guidewires were kinking and bending. When the guide wire was pulled back into the original casing it pulled to the side and kinked. The physician was concerned about the wire breaking off in the patient. The wire did not break and it was confirmed with x-ray that there was no foreign body in the patient. No patient injury or consequence was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one swg and the tubing for analysis. The advancer tubing and the cap were not returned for analysis. No definite signs-of-use were observed. Visual analysis revealed that the guide wire contained one slight kink towards the distal end. Microscopic examination confirmed the kink and revealed that the proximal and distal welds were secure and intact. The kink in the guide wire measured 28mm from the distal tip. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .80mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. A manual tug test confirmed that both welds were fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a slight kink towards the distal end. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported having a critical patient who required central line access. The physician attempted in the bilateral groins and used three central line kits in the process. Another physician also made three attempts with the kits and it is reported the guidewires were kinking and bending. When the guide wire was pulled back into the original casing it pulled to the side and kinked. The physician was concerned about the wire breaking off in the patient. The wire did not break and it was confirmed with x-ray that there was no foreign body in the patient. No patient injury or consequence was reported. The patient's condition is reported as fine.